Event description:
The customer contacted beckman coulter, inc (bec) to report observing a puff of smoke and hearing a banging sound from their synchron lx20 chemistry analyzer. There was no impact to pt sample results or pt treatment associated with this event. There was no injury to the customer. Medical attention was not sought. It is unk if the facility has a risk management plan in place.

Manufacturer narrative:
A field service engineer (fse) was dispatched to the customer's site. The fse replaced the impeller fan. The repair was verified per established procedures. This reportable event was identified during a retrospective review conducted between january 1, 2008 and october 23, 2010 of complaints for add'l reportable events.